Manufacturer narrative:
This report is submitted on 10 september 2020.

Manufacturer narrative:
This report is submitted on august 4, 2020.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2020, due to reported pain with device use. The patient was not reimplanted with another device.